Event description:
Technician alleged, bed alarm board was no good due to corrosion build up on board.

Manufacturer narrative:
Technician replaced the ppm board to resolve the issue. No one was hurt or injured.